Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that an integrity test was unable to be performed due the recipient reportedly experiencing severe pain and non-auditory sensations over the implant site. The recipient¿s hearing remains stable and functional when the device is active and not causing pain or non-auditory sensations.

Manufacturer narrative:
Additional information: section h.6. The recipient was reportedly prescribed pain medication by their general practitioner to assist with managing the pain felt when the internal device would become hot and painful while laying on the implanted side. Previous programming attempts were made, but did not resolve the issue and caused facial nerve stimulation. The facial nerve stimulation was not observed at the device testing session. The recipient was advised to stop wearing the device. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.